Event description:
Rn attempted insertion of 16 french salem sump dual lumen stomach tube at 50 mark felt resistance and tube removed. Second attempt and salem sump inserted without difficulty. Post cxr reveals right sided pneumothorax with free airspace in the right apex of approx 2 cm. Free air noted along the right side of the mediastinum. On (B)(6) 2017, right-sided thoracostomy chest tube placement, cxr at 15:38 shows pneumothorax resolved.